Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement, measuring greater than 2000 ohms. In addition it was noted that this has occurred approximately three times over the past year. The rv lead is a non-boston scientific product. The patient has been brought into clinic for further troubleshooting including preforming isometric maneuvers. They were unable to reproduce the reported out of range impedance measurement or noise. Technical services (ts) was consulted and offered programming and additional troubleshooting suggestions. The plan is to consult with the clinic. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement, measuring greater than 2000 ohms. In addition it was noted that this has occurred approximately three times over the past year. The rv lead is a non-boston scientific product. The patient has been brought into clinic for further troubleshooting including preforming isometric maneuvers. They were unable to reproduce the reported out of range impedance measurement or noise. Technical services (ts) was consulted and offered programming and additional troubleshooting suggestions. The plan is to consult with the clinic. No adverse patient effects were reported.